Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. However, the event was confirmed (via event logs). The host was replaced as a preventive measure. The system was tested and found to meet product specifications. The product met specifications at the time of release. The root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A nurse reported that during the oil injection phase of the vitrectomy surgery, the system shut down. The system was replaced to complete the surgery. There was no patient harm. No additional information is expected.